Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the 8mm maryland bipolar forceps instrument tips would arc when the customer delivered energy. The customer replaced the instrument and energy cable, but the issue remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not observe any damage prior to the instrument being used. The customer found burn marks at the joint of the front shaft end after the event. The customer stated that they were cauterizing tissue to stop bleeding when the arcing occurred. The customer was using a valleylab generator with coagulation and cut settings at 40 each. The instrument was in contact with the tissue when the arcing occurred. There was no injury to the patient and the patient has not returned due to any complications.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found arcing issues with the instrument.